Event description:
It was reported that during an unknown procedure, the hand piece quits working when pressure is applied and it gets hot. No other information was available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for activation and temperature issues to occur.